Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: no product returned, why unable to comment on damaged sheath tip after "physician encountered resistance when inserting the sheath." Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may be damaged, if forcefully advanced through tortuous anatomy. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was inserted from the right femoral artery. During the procedure, the physician encountered resistance when inserting the sheath. When he confirmed the device, he noticed that the sheath tip was damaged. Another manufacturer's device was used instead. Patient outcome. There have been no adverse effects to the patient.